Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked. The download data did not show any timeouts or drive stalls during the run.

Event description:
It was reported the patient's blood glucose level rose to 18.8 mmol/l (338.4 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site on the abdomen, the pod's cannula was found bent. As treatment, a new pod was applied. Patient went to hospital for a visit; however, no treatment was provided because blood glucose and ketone levels normalized after applying a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.